Event description:
Procedure type: lung resection. According to the reporter: the patient is diagnosed with echinococcosis (also called hydatid disease, hydatidosis, or echinococcal disease). The surgery consisted of the hydatid cyst extraction of lower lobe of the right lung. When the procedure began, and the stapler was fired, the staples didn't load. Two different cartridges were loaded, but neither of them worked, so the physician had to change to a conventional surgery, resecting half lobe instead of only the hydatid cyst.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).